Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and was not closed properly. A field service engineer (fse) found that matrix drawer 1 was hard to open and close due to broken rails. A drawer was borrowed from a non-live station, and a full drawer swap was performed. The storage configuration was updated, and the hardware test application test was run. Accessing the drawer via the inventory app was successful, and the drawer opened and closed normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer became jammed and failed to close properly, which led to a medications delay. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.